Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD implanted: (B)(6) 2016.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to noise, elevated sensing integrity counter (sic), high impedance, and multiple non-sustained ventricular tachycardia episodes. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the partial lead was returned in segments, and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.